Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the battery oscillator device, and the reported condition of an undetermined malfunction was confirmed. The device was visually inspected, and it was found that the device failed visual inspection due to a loose knob, the trigger did not move smoothly, and the resistance of the mode switch was too low. Inside the device it was detected that the swing fork was worn. It was determined that most probable cause for the found defects excluding the loose turn knob can be linked to normal wear. The root cause for the loose turn knob is a known design issue. Further investigation and assessment is covered under a CAPA. A review of the service history record indicates that the device has not been serviced for a service condition that is not relevant to the current reported condition. UDI - (B)(4).

Event description:
It was reported from the netherlands that during service and evaluation, it was determined that moving parts of the trigger of the battery oscillator device did not move smoothly, knob was loose, the resistance of the mode switch was too low and inside of the device it was detected that the swing fork was worn. It was further determined that the device failed pretest for general condition, check the quick coupling for saw blades, check for sticky triggers, and mode switch-test. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.